Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated that for about the past 3 weeks, they have been having issues with the 'handheld' not taking a full charge anymore. Pt stated they are trying to charge for an MRI but, it won't let them 'do anything' and they need a new battery pack. Agent asked clarifying questions - pt stated the controller says looking for device, no device found, and then 'shuts itself off'. Agent reviewed information. At the end of the call, patient said they may have the ins removed because it does not stimulator where it needs to. Pt stated they will talk to their hcp about possible reprogramming. Agent sent request to repair to replace the battery pack.